Event description:
It was reported that as lvp 20d 2ss cv tubing was damaged and leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch #: unknown. It was reported there was a leakage and a slice in the tubing. "The nurse hung the bag and the tubing started to leak. Once it was dc¿d, the nurse noticed a slice in the tubing. The patient was monitored for any air embolus prior to discharge".

Manufacturer narrative:
It was reported there was a leakage and a slice in the tubing. Received from the customer is one used primary set model 2420-0007, lot unknown. Attached to the set¿s drip chamber spike is a 250ml baxter bag, lot number: y337502, exp: exp: sep21, of 5% dextrose injection. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a small cut in the tubing (p/n 660132), approximately 35 inches above the distal smartsite. No other anomalies were observed throughout the set. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set by gravity. The set leaked from previously observed cut in the tubing. No other leaks were observed throughout the set. No further functional testing could be performed due to the leak from the tubing. Device history record for model 2420-0007, could not be performed due to no lot number being provided by customer. The source of the leak is due to a cut in the tubing. The root cause of the cut damage could not be determined.

Manufacturer narrative:
The following fields have been updated with corrections: b.4. Date event reported to cfn: (B)(6)2020 g.4. Reportable aware date: (B)(6)2020

Event description:
It was reported that as lvp 20d 2ss cv tubing was damaged and leaked. The following information was provided by the initial reporter: material #: (B)(6). Batch #: unknown. It was reported there was a leakage and a slice in the tubing. "The nurse hung the bag and the tubing started to leak. Once it was dc¿d, the nurse noticed a slice in the tubing. The patient was monitored for any air embolus prior to discharge".

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing was damaged and leaked. The following information was provided by the initial reporter: material #: 2420-0007, batch #: unknown. It was reported there was a leakage and a slice in the tubing. "The nurse hung the bag and the tubing started to leak. Once it was dc¿d, the nurse noticed a slice in the tubing. The patient was monitored for any air embolus prior to discharge".